Event description:
When the physician used the subject device, the physician activated seal and cut mode output, but the subject device didn't appear to be delivering any energy. No alarms no generator. No loose connection. The physician replaced the subject device with a similar device. The procedure was completed. There was no pt harm reported. At the beginning of the operation, the physician also mentioned that the physician didn't think that the seal mode output was working as effectively as it normally does. The subject device didn't seal a vessel and resulted to use a clip.

Manufacturer narrative:
Since the subject device was not returned to olympus, olympus could not evaluate the device. Therefore, the exact cause of the event could not be conclusively determined. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. If add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required. The subject device was returned to olympus medical systems corporation (omsc) for evaluation. As a result of evaluation of omsc on may 10th, 2013, the reported failures of activating output were not confirmed and there were no abnormalities in the subject device. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the device, omsc concluded that the reported failures of activating output possibly occurred since the user activated the device when the distal end of the shaft was submerged in fluids such as pooled blood or saline. The instruction manual of the device already cautions; when applying energy to a blood vessel, confirm that the distal end of the shaft is not submerged in fluids such as pooled blood or saline. Such conditions could potentially reduce the effectiveness of the thunderbeat and could cause unintended tissue damage. This type of the ptfe damage is most likely related to the operator's technique.